Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specification. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3 spring evacuators. Visual inspection of the sample noted no obvious visible defects. Concomitant in-house tubing was connected to the suction port and the other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The evacuator was flattened and able to suction the solution without leaks at the connection or the end of the device. This meets the specifications "verify drainage tube assembly/port. (This consists to assembly the tube to the port and verifies that this assembly must be the adequate." And "seals shall be continuous with no voids and/or interruption". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event is unconfirmed. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the drainage flowed into the bag, the drainage leaked from the connection area between the bag and the drain and felt that even the edge of the bag was leaking. Per additional information received via ibc on (B)(6) 2021, this complaint is related to the leakage from the evacuator not the drainage bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the drainage flowed into the bag, the drainage leaked from the connection area between the bag and the drain and felt that even the edge of the bag was leaking. Per additional information received via ibc on 19may2021, this complaint is leakage from the evacuator not the drainage bag.